Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer attempted to reload the cartridge and received a minimum fill message. Customer's blood glucose level was 100 mg/dl. The customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged minimum fill estimate issue could not be verified. The cartridge was not returned; therefore, the alleged leaking cartridge issue was unable to be verified.